Event description:
At approx 3 hrs and 10 mins into the dialysis treatment, the pt started to complain of severe abdominal pain. Denied nausea and vomitting at this time. At 10:oo pt then became nauseated and did vomit yellow/green fluid. Pt felt much better. Blood pressure at 9:40 was 194/94, pulse 61. Blood pressure at 10:00 was 231/105, pulse 66. Nurse practitioner informed. Orders given to draw amylase, lipase. Hepatic panel to "rush lab". Upon discharge pt felt much better with slight abdominal cramping. Pt instructed to go to ER if pain ensues - pt was admitted to hosp earlier in the day.